Event description:
It was reported that while in the cardiology the intra-aortic balloon (iab) was prepped and inserted. After the iab was placed, the user was unable to aspirate blood from the central lumen. As a result, the iab was removed and another iab was used successfully. There was no reported pt death or injury. Medical / surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was interrupted for the timeframe required to prep and insert the second iab. There were no reported pt complications and the pt outcome is listed as fine. Add'l info received on (B)(6) 2012 stated the insertion site was the femoral artery for the first and the second iab. The iab was prepped per instruction both times.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.